Event description:
It was reported that the patient experienced muscle stimulation from the left ventricular (lv) lead. The lead also had a gradual decrease in impedance. The lead will be replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory indicated a lead impedance out of range alert. Analysis of the device memory indicated the impedance on the lv (left ventricular) pacing lead was beyond the expected lower range. Analysis of the device memory indicated the impedance trendon the lv (left ventricular) pacing lead was decreasing. An out of tolerance subthreshold lead impedance alert occurred on 10 jul 2014. Max lv-pace impedance falls from 475 ohm the week ending (B)(6) 2014 to 285 ohm the week ending (B)(6) 2014.